Event description:
It was reported to medtronic neurosurgery that there was a csf leak from the durepair dura substitute, and the pt required a second surgery to suture the product. It was also reported that glue was used in the implantation procedure to hold the product in place.

Manufacturer narrative:
The product was unavailable for return as it remains implanted in the pt. Therefore an eval of the device performance was not possible. A review of the mfg records showed no anomalies. The instructions for use that accompany the product indicate that the user has the option to either onlay or suture the product in place. Add'l pt info: the pt was reported to be doing good.